Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pus coming out of the pocket due to system infection. There is no allegation that the infection is related to the implanted device or implant procedure. The device was explanted. The patients condition was fine before, during and after the procedure.